Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause was not determined however it was resolved. The patient turned off the stimulator for a bit and everything calmed down. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that about 2 hours ago, patient started charging ins and within 10-15 minutes, the ins was very hot and they were feeling stabbing pain at ins site. Caller stated patient is in the ER and ins has been off for about an hour but patient still feels burning. Upon interrogating ins, everything appears to be fine and impedances are normal. Technical services (tss) suggested imaging to see if ins has moved at all but if everything appears to be working from a device perspective, it would be up to the physician to examine the patient. Troubleshooting was not required. The issue was not resolved through troubleshooting. Caller mentioned patient has no metal allergies.